Event description:
The customer reported that his insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a motor error during the prime test as a result of a loose motor support disk. The device was received with a missing end cap sticker.